Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle deployed early, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 57 pulses. No evidence was found that would result in the needle mechanism deploying early; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.***per new information, the following were updated*** d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45292. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 5/19/2021. D4 - unique identifier (UDI) # changed to (B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to 11/19/2019.